Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 41 mg/dl, which was treated with food. Troubleshooting was performed on insulin pump to determine reason for low blood glucose and it was found that programming was not correct. Customer reported that time and date were incorrect. Customer declined further troubleshooting and would call back to continue.